Event description:
The customer reported that the pt went through an uneventful percutaneous transluminal angioplasty procedure. It was elected to proceed with vasoseal. Dilator and sheath were inserted without difficulty. The first cartridge was deployed. When the second cartridge was ready to be deployed a popping sound was heard and resistance was met. The wings on the sheath separated and the sheath was in the skin tract. The sheath was removed, manual compression was applied. No further complications were noted. Pt held overnight for observation and discharged the next day.